Manufacturer narrative:
As of today, this implantable right ventricular lead remains implanted and in service. Should additional information be received, this investigation will be updated and a follow-up report will be submitted. Additional information provided noted that this lead was explanted. This lead has not been returned. Upon return and analysis this investigation will be updated.

Event description:
Boston scientific crm received information that the patient experienced several episodes of ventricular fibrillation due to noise on this implantable right ventricular lead. It was noted that myopotentials from the diaphragm muscle as well as pacing inhibition of up to six beats were observed. The patient had third degree atrial ventricular block (avb 3) without an escape rhythm. Pocket manipulation was performed but the noise could not be reproduced. The pace/sense lead was positioned deep in the apex of the right ventricle. The patient was hospitalized; there were no other adverse patient effects observed.